Event description:
It was reported that the patient arrived at the emergency room with an infection and pocket erosion, with the device visible through the skin and appearing red. The physician removed the entire system, including the pacemaker, right ventricle lead, and right atrial lead. The right atrial lead was found twisted due to twiddler's syndrome. The system was replaced with a leadless pacemaker on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.